Event description:
An emergent trach change was needed due to the flange tearing. No further details and reports issue was resolved.

Manufacturer narrative:
One bivona flextend tts tracheostomy tube was returned in used condition. The flange was noted to have two small cuts at the corners upon visual inspection. The assembly, training and manufacturing processes were all reviewed; no discrepancies noted. Inspection for bivona finish goods and the visual aid for bivona criteria were audited on 32 units; no damage was detected. Based on the evidence, the complaint was confirmed. However, the root cause is unknown.